Manufacturer narrative:
Vyaire medical was able to verify the reported issue. The unit wa powered on and confirmed the reported problem. The unit was vibrating and making an abnormal noise. Bench testing revealed the root cause is the fan essembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 1150 alarmed funny noise and vibrating. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.